Event description:
The customer reported that system displayed a filament error code message. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no reports of pt of staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.